Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events with an infusion set as it set fell off during use. The infusion set was used for 24 hours. The blood glucose level at the time of event was 190 mg/dl. Customer replaced infusion set and resumed insulin. No further information available.